Event description:
The facility reported that on the evening of late 207, the parents attempted to administer the 10pm dose of acyclovir when the bard mini-infusor pump displayed flashing amber lights. The homecare nurse and pharmacy technician attempted to trouble shoot the issues over the phone with the parents without success. The baby missed the 10pm dose on the same day. The pt has a single lumen (sl) broviac catheter (placement site is unk). The times of infusion were scheduled for 6am, 2pm and 10pm. A second mini-infusor pump was sent to the family early am the next day. When the second mini-infusor again displayed flashing amber lights, the parents were instructed by the homecare personnel to take the pt to the hospital. The emergency department nurse advised the homecare pharmacy technician that the broviac single lumen catheter flushed without difficulty and the 6am dose was administered at approx 1000 on the same day. No other interventions occurred. The baby returned home and the homecare facility has provided an alternate system for administration of the acyclovir.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.